Event description:
It was further reported, via follow up, that the ra lead was reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a "shocking sensation" and sharp pains in their breast while their spouse was sending a transmission from the spouse's home monitor. However, the patient's transmission was reviewed by a clinician and no shocks were noted. Additionally, it was noted that the right atrial (ra) lead exhibited undersensing and the p wave measurements have been low and decreasing slowly over time. The cardiac resynchronization therapy defibrillator (crt-d) and lead remain in use. No further patientcomplications have been reported as a result of this event.